Manufacturer narrative:
(B)(4). The sample was discarded by the customer. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 10. The home patient (hp) was connected the hc. The nurse was not near the hc and was unable to troubleshoot. The nurse cycled the power before calling and the hc displayed "press go to start". The technical service representative (tsr) explained the alarm to the nurse. The nurse was restarting with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.